Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to dislocation. The patient dislocated 30 minutes in recovery post initial total hip replacement operation. A revision was performed 1 hour post dislocation on the same day.